Event description:
It was reported that the insulin pump experienced a persistent backlight anomaly. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: back light does not turn on due to due to moisture damage on lcd board and mother board noted. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.